Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the wireless footswitch was having connectivity issue. The system was in clinical use. Functional analysis was performed and confirmed that wireless footswitch will not stay connected. To resolve the issue fse (field service engineer) removed the battery on the footswitch and then plug back in. The wireless connection with the base station was re-established after removing the battery on footswitch and plugging back in. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction z-0476-2022 the codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch was having connection issues. The system was in clinical use when this occurred. There was no report of harm.